Event description:
A surgeon reported that a pt experienced iris capture, iris synechia, occlusion of aqueous flo, and increased intra-ocular pressure following cataract surgery. The intraocular lens was explanted and replaced. During the replacement surgery, the surgeon noted that the original lens had been implanted upside down.